Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a2301. Patient problem code: f26.

Event description:
Verbatim: rcc received a complaint via email. Email(s) attached. Patient has pleurx catheter in situ, same ordered to be connected to pleurovac for continuous drainage and required a pleurx lockable drainage line as an adaptor between the devices. Patient has had system set-up this way for two days. On february 16th, patient was in bed and noticed his chest tube became disconnected. Per the patient the tube had gotten slightly caught on his hand and he had gently pulled it by accident and it became disconnected. Staff came to the room to assess the situation and noted that the clear tubing on the pleurx lockable drainage line had fallen out of the bottom of the white connector that is used to connect the device to the pleurx catheter (i.e. The locking mechanism was intact and secure, but the tubing fell out where it should normally remain intact and immovable). The device was replaced for another one and connections were assessed to ensure intact. It is considered to be a product concern as the tube should not disconnect at this point with a small amount of force. Patients are often ambulating with this product and so there is a reasonable amount of movement, etc and the point at which the tube disconnected is a continuous section. As per follow-up information received from the customer , march 26, 2024 : there was no issue with the pleurx catheter inserted into the patient's body, it was connected to continuous drainage by using the pleurx lockable drainage line¿this was the product in question as the tubing broke below the access tip. The access tip was disconnected from the drainage line. The access tip was still in the valve of the catheter, it was the tubing below this connection point that was disconnected. There was no leakage observed. The patient did not experience any overt harm such as respiratory distress. The nurse was able to quickly clamp the pleurx drainage catheter until the system integrity could be restored with a new pleurx lockable drainage line. There was no need to drain it using a new bottle as it was connected to a continuous drainage chamber for this particular patient.

Event description:
It was reported by the customer that patient has pleurx catheter in situ, same ordered to be connected to pleurovac for continuous drainage and required a pleurx lockable drainage line as an adaptor between the devices. Patient has had system set-up this way for two days. On (B)(6) 2024, patient was in bed and noticed his chest tube became disconnected. Per the patient the tube had gotten slightly caught on his hand and he had gently pulled it by accident and it became disconnected. Staff came to the room to assess the situation and noted that the clear tubing on the pleurx lockable drainage line had fallen out of the bottom of the white connector that is used to connect the device to the pleurx catheter (i.e. The locking mechanism was intact and secure, but the tubing fell out where it should normally remain intact and immovable). The device was replaced for another one and connections were assessed to ensure intact. It is considered to be a product concern as the tube should not disconnect at this point with a small amount of force. Patients are often ambulating with this product and so there is a reasonable amount of movement, etc and the point at which the tube disconnected is a continuous section. Verbatim: rcc received a complaint via email. Email(s) attached. Patient has pleurx catheter in situ, same ordered to be connected to pleurovac for continuous drainage and required a pleurx lockable drainage line as an adaptor between the devices. Patient has had system set-up this way for two days. On (B)(6) 2024, patient was in bed and noticed his chest tube became disconnected. Per the patient the tube had gotten slightly caught on his hand and he had gently pulled it by accident and it became disconnected. Staff came to the room to assess the situation and noted that the clear tubing on the pleurx lockable drainage line had fallen out of the bottom of the white connector that is used to connect the device to the pleurx catheter (i.e. The locking mechanism was intact and secure, but the tubing fell out where it should normally remain intact and immovable). The device was replaced for another one and connections were assessed to ensure intact. It is considered to be a product concern as the tube should not disconnect at this point with a small amount of force. Patients are often ambulating with this product and so there is a reasonable amount of movement, etc and the point at which the tube disconnected is a continuous section. Impact of incident: who was affected? Patient. Unexpected or prolonged care? No. Frequency of problem: first time. Other device/incident factors: invasive procedure? Not provided or not applicable. As per follow-up information received from the customer , march 26, 2024 : there was no issue with the pleurx catheter inserted into the patient's body, it was connected to continuous drainage by using the pleurx lockable drainage line¿this was the product in question as the tubing broke below the access tip. The access tip was disconnected from the drainage line. The access tip was still in the valve of the catheter, it was the tubing below this connection point that was disconnected. There was no leakage observed. The patient did not experience any overt harm such as respiratory distress. The nurse was able to quickly clamp the pleurx drainage catheter until the system integrity could be restored with a new pleurx lockable drainage line. There was no need to drain it using a new bottle as it was connected to a continuous drainage chamber for this particular patient.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: one photo and one sample were provided to our quality team for investigation. Through visual inspection, it was observed that the drainage line is disconnected from the lockable access dilator; therefore, the reported failure mode was confirmed. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation and event description states that the tube had gotten slightly caught on patient's hand, he gently pulled it by accident, and it became disconnected, it was identified that the probable root cause is traced to misuse user related. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.